Manufacturer narrative:
(B)(4). The reported field event of premature depletion of the battery was confirmed in the laboratory. Bench tests were performed, but no sources of high current were found in the hybrid. The cause of the premature battery depletion remains undetermined.

Event description:
It was reported that premature battery depletion occurred. The device was explanted and the patient was in good condition after the procedure.